Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from (B)(6) 2024 were investigated. A space line was selected and the infusion was started with a rate of 30ml/h and a volume of 690ml at 6:16pm. On the next day at 3:18 pm a upstream alarm occurred and the infusion stopped. The infusion was started again and directly the upstream alarm occurred again. The line was extracted. At this time, 631,11ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Event description:
According to the event description: on (B)(6) 2024, pump was set to run at 30ml /hour (milliliters an hour) at vtbi 690ml (milliliters) at 1815. So the calculated time was 23 hours, user noted that pump should end the infusion at 17:15 of (B)(6) 2024. However, user realized infusion ran dry at 15:15 of (B)(6) 2024. Error message seen by user was "check upstream" with alarm. User noted that IV chamber was still half-filled but bag is empty already. User proceeded to disconnect the IV from patient and the fluid from IV chamber drain down the infusion line. Pump was then set aside and no longer used. The infusion set and bag of medicine was a new set started on (B)(6) 2024. As tpn does not requires to associate pump so unable to check if pump was used to run any other medication before.